Manufacturer narrative:
(B)(4). The device was not returned for evaluation. It should be noted that the armada 35 instruction for use instructs to prepare the device prior to insertion into the patient. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a 40% stenosed and heavily calcified lesion in the mid subclavian artery. A 5x40mm armada 35 balloon catheter was inflated; however, the balloon ruptured during first inflation at 8 atmospheres. The balloon catheter was not prepped outside the anatomy prior to use. The procedure was successfully completed with a non-abbott balloon catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.